Manufacturer narrative:
Investigation: customer returned (6) used 32g x 4mm bd pen needles from lot number 8297644. Consumer reported no insulin flow during injection. Consumer also stated she did have some bruising in the past from having to push on plunger hard to get medication to come out. All 6 returned samples were examined and the following was observed: - 3 sample with broken npe cannulas; no manufacturing defects; - 2 samples with bent npe cannulas; no manufacturing defects; - 1 sample with a good npe cannula; this sample was tested for flow using a test pen injector, and passed. All 6 samples were then tested for visual inspection of point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 32g: 0.0090¿- 0.0095¿): (B)(6). Since the samples were returned after use, and no manufacturing defects were observed, the probable cause of the bent or broken npe cannulas is user error during pen needle attachment to the pen injector. The bent or broken needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). The issue regarding difficulty to ¿push the plunger rod¿ was likely a reference to difficulties experienced with the pen injector used (non-bd product), in which case bd cannot confirm this issue. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog due to bent or broken npe cannulas) - the bent or broken needles on the non-patient end of the cannula would be the cause for no insulin flowing through, hence the customer would think the needle was clogged (as reported). - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures (harm & difficult/unable to operate plunger).

Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver insulin during the injection. Additionally, it was reported that the consumer did not always prime before use, and used multiple needles to complete a single dosage at times. The following information was provided by the initial reporter: "consumer reported no insulin flow during injection. Stated does not always prime before use. Stated sometimes she has to use 2 or 3 pen needles to complete a single dosage. Stated she did have some bruising in the past from having to push on plunger hard to get medication to come out. Did not seek medical."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle failed to deliver insulin during the injection. Additionally, it was reported that the consumer did not always prime before use, and used multiple needles to complete a single dosage at times. The following information was provided by the initial reporter: "consumer reported no insulin flow during injection. Stated does not always prime before use. Stated sometimes she has to use 2 or 3 pen needles to complete a single dosage. Stated she did have some bruising in the past from having to push on plunger hard to get medication to come out. Did not seek medical."